Event description:
It was reported that the customer has passed away. The spouse stated that she was away and was not sure what happened. An autopsy is being performed to determine the cause of death. The customer was home alone and his blood glucose was over 600 mg/dl. The spouse stated that the customer might have been deceased for a day; the neighbors called the police. The spouse stated that she received the insulin pump on (B)(6) 2015 and the device was empty. The spouse stated that she did not want to be contacted for one week. She inquired if she has to return the insulin pump or if she can donate it. She was advised that the deice needs to be returned for analysis. No further information is available at this time.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. Visual inspection: unit had minor scratched display window and a cracked reservoir tube lip. Unit did not have a battery installed when received. The test (energizer alkaline) battery was 1.60 volts. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. Visual inspection: unit had minor scratched display window and a cracked reservoir tube lip. Unit did not have a battery installed when received. The test (energizer alkaline) battery was 1.60 volts. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.